Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the burning odour coming from unit and overheating. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the damaged pca. The customer complaint was reproduced. There were three error codes has been identified. The device was scrapped.